Manufacturer narrative:
According to information received to date, it is unclear how the large drain of 10,376 mls documented from the cycler data was a drain of actual effluent. The peritoneal cavity can hold approximately 3 or more liters of fluid according to the size of the patient. With a drain of >10,000 ml as recorded for cycle one, patient symptoms such as distended abdomen, adventitious lung sounds, and/or labored breathing would be likely; however, one were evidenced or reported. It is unknown how the device may have caused or contributed to the reported event. The cycler was noted to subsequently perform without issue on another patient following this reported event. Plant investigation is ongoing and a supplemental MDR will be filed upon completion.

Event description:
A quality coordinator reported to technical services that during a peritoneal dialysis treatment of a hospitalized patient, a registered nurse reported the device data screen showed a drain volume of 10,376 ml following a fill volume of 2002 ml. According to the quality coordinator who read from the medical record, the patient came to treatment on (B)(6) 2014 in a debilitated condition exhibiting gross edema and was described as "unresponsive and sedated." There was no reported breathing difficulty. The hospital pd prescription: 8 hours, total volume 14 l, 3 l x 4 exchanges, final fil 2 l; dextrose 1.5%. Three 5 l bags were used with effluent draining to " 5 liter" drain bags. She was not able to provide information on the previous day's prescription or if he had peritoneal dialysis; however, she presumes but cannot confirm his peritoneum was empty because, on the day of the event, the cycler was only programmed for a "comfort drain" of 100 ml. The data from the "daily flow sheet" for the treatment dated (B)(6) 2014 showed the drain volume for cycle 1 as 10,376 ml. Treatment was stopped per md orders after the 3rd cycle due to reports of longer fill and drain times with short dwells. However, the quality coordinator reports there was no report from the treating nurse that the volume in the drain bags was notable for the reported drain volumes. The patient's condition did not change after treatment. The abdomen remained soft, non-tender with positive bowel sounds and lung sounds were clear. Breathing remained unlabored. The patient is reported to have continued on continous cycling peritoneal dialysis treatments after this event.